Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High pacing impedances and no capture at max outputs were reported on this rv lead. A lead revision is scheduled. No adverse patient events were reported. Should additional information be received, this file will be updated.